Event description:
Reportedly, the pacemaker involved in this MDR report was explanted due to premature battery depletion.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was mfg and used outside the us. Analysis is pending.